Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles in the tubing and reservoir. Customer was using cold insulin to fill. Customer's blood glucose was over 200 mg/dl. Customer's blood glucose was 233 mg/dl at the time of the incident. Customer stated that the air bubbles are halfway toward the pump and 3 inches away from the pump. The air bubbles are almost half an inch in size with some gaps. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised that the insulin should be stored at room temperature to prevent gassing out when it warms up in the pump. Customer did not know the insulin should be room temperature. Customer was advised to change the infusion set. Customer stated that she is running out of insulin and cannot prime out the air anymore. Customer was advised to monitor the pump and her blood glucose. Customer needs emergency supplies and stated that she had lost 4 reservoirs dealing with troubleshooting and air bubbles.